Event description:
Report received that the motor of the device rotates in the opposite direction. This was found during preventative maintenance testing by the user facility biomedical engineering dept. There was no pt involvement. Ther were no reports of any adverse pt event associated with the device while in clinical use. Though reported, no further info was available.